Event description:
It was reported to that the vns pt was being scheduled for device replacement due to painful stimulation. Follow-up revealed that the pt's device showed high lead impedance during diagnostic testing at an office visit. There was no known pt manipulation or trauma to the device site that could have contributed to the reported event. The pt's device was replaced and the explanted device was returned to the manufacturer for product analysis. Product analysis is currently pending. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.